Event description:
It was reported that the user was not meal announcing while using the ilet bionic pancreas, and fluctuating blood glucose values were observed, prompting outreach for additional training and to gather blood glucose information. Symptoms included variable glycemic control with reported glucose fluctuations. Outcomes included the need for user education and scheduling of additional training. Investigation included a review of user technique and adherence, including attempts to administer training and obtain blood glucose questionnaires. Investigation of this case revealed user-related use error associated with missed meal announcements. It was concluded that the device functioned as designed and that insufficient meal announcements contributed to the reported glycemic variability.